Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing processes for the device were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided follow up data, recorded between 27-jun-2020 and 19-dec-2020, recorded the rv shock impedance initially between 1100 and 1700 ohms before repeatedly falling in the end of september 2019 onto 400 ohm till the end of the reported period. The analysis of the provided fluoroscopic images showed the proximal part of the lead body tightly looped next to the ICD. An interaction between lead and device could not be excluded. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary to determine the root cause. Should additional information or the lead itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 27 months after the implantation the pacing impedance increased but was not out of range (lead impedance changed from 400 to 1300 ohms). The lead remains implanted and active.